Event description:
Caller reported leakage with the cannulas and often wet self- adhesive with multiple infusion sets from the same box. No adverse event reported. Requested return of the alleged infusion sets for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.